Event description:
Medtronic received information that during implant of this transcatheter pulmonary bioprosthetic valve, the valve was implanted. On the same day, a second valve was implanted, also in the pulmonary position. No additional adverse patient effects were reported. Additional information was received that following the valve implant, there was no device issue or gradient noted; however, upon intracardiac echocardiography (ice), a flow disturbance was identified. Subsequently, the second valve was implanted to prevent issues in the future. Additional information was received which confirmed that the flow disturbance observed via ice was an irregular flow pattern.

Manufacturer narrative:
Updated data: b5. Third paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter pulmonary bioprosthetic valve, the valve (B)(6) was implanted. On the same day, a second valve (B)(6) was implanted, also in the pulmonary position. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID: pb1018 (serial: (B)(6), product type: 0195-heart valves, implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a4. Patient weight added b5. Second paragraph added h6. Device code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter pulmonary bioprosthetic valve, the valve was implanted. On the same day, a second valve was implanted, also in the pulmonary position. No additional adverse patient effects were reported. Additional information was received that following the valve implant, there was no device issue or gradient noted; however, upon intracardiac echocardiography, a flow disturbance was identified. Subsequently, the second valve was implanted to prevent issues in the future.